Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 4th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) and amikacin injection (125gm, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.